Manufacturer narrative:
The company rep replaced the pressure regulator (part #: 0103-00-0351). In an unrelated repair the 3.9 inch/99mm tie cable (part number: 0125-01-0001) was also replaced and a 2500 hrs preventive maintenance kit was installed. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a schedule preventive maintenance, the company rep observed that the 8psi regulator was reading high 583mmhg and could not be re-calibrated. No pt was involved.